Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 500+ mg/dl. The customer had symptoms such as skin irritation. The customer reported rash or irritation on the skin surface. Customer declined to troubleshoot for high readings. The product was not returned for analysis.